Event description:
Event verbatim: high blood sugar of 500mg/dl (blood glucose increased); needles blamed for high blood sugars (needle issue); needles were not used properly by the son (wrong technique in device usage process); patient did not receive full dose of insulin (incorrect dose administered). Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar of 500mg/dl" beginning on (B)(6) 2018, "needles blamed for high blood sugars" beginning on (B)(6) 2018, "needles were not used properly by the son" beginning on (B)(6) 2018, "patient did not receive full dose of insulin" beginning on (B)(6) 2018, and concerned a (B)(6) years old female patient who was treated with novofine 8mm (30g) autocover (needle) from (B)(6) 2018 due to "type 2 diabetes mellitus". Patient's height, weight and body mass index not reported. Medical history included type 2 diabetes mellitus (duration unknown). Concomitant products included - insulin (insulin) reported as unspecified insulin 75/25. From (B)(6) 2018 patient began using the needles. The patient's son who administers the injections to the patient did not know how to use the needles and the reporter felt the same. The reporter felt that the patient was not getting the full injection as the son was not using the needles properly. On (B)(6) 2018 , patient's blood sugar was 500mg/dl. The patient was hospitalized (dates unknown). The reporter blamed the needles for the high blood sugars. The outcome for the event "high blood sugar of 500mg/dl" was recovered. The outcome for the event "needles blamed for high blood sugars" was not reported. The outcome for the event "needles were not used properly by the son" was not reported. The outcome for the event "patient did not receive full dose of insulin" was not reported.

Event description:
Case description: investigation results: name: novofine autocover 30g; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: - investigation results updated. - narrative updated accordingly. - manufacturer's comment updated. Manufacturer's comment : 31-oct-2018: as the device novofine autocover 30g needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). H3 continued: evaluation summary: name: novofine autocover 30g; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.